Manufacturer narrative:
Submit date: 25-apr-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the unit has a feeding issue; incorrect dose.

Manufacturer narrative:
Submit date: 25-apr-2017. Additional information was provided by the initial reporter and the facility. Based on the additional information, this product event is not reportable. Therefore no additional investigation results will be sent.

Event description:
The customer states the unit does not charge.